Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2015 with the following findings. On investigation, the pump powered up to a dim display with a pinkish contrast. A battery compartment crack was found below the grip pad running towards the case seal. The bolus button cover was detached from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compartment was cracked. This report is made based on the results of investigation completed on 12/30/2015.